Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated unit and confirmed no fault was found on the pump. When it was run on the trainer and a mini simulator it was seen to be working ok. No part was replaced. The software was upgraded and it was handed back after all checks were completed.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer evaluated reported ECG issue, but when tested pump was okay and all ECG tests passed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an ECG related fault. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a